Event description:
A pk papyrus covered stent system was selected for treatment. The pk papyrus covered stent fell off the balloon pre-deployment in the preparation phase. The device was not introduced into patient.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. The provided clinical information and the product release documentation was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Manufacturer narrative:
(B)(6) 2022 incorrect event date. Correct date is (B)(6) 2022. Updating report. The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. The provided clinical information and the product release documentation was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Manufacturer narrative:
Incorrect event date: 18-nov-2022. Correct date is 15-oct-2022. Updating report. The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. The provided clinical information (pk papyrus device registration form, cath lab report, discharge summary) and the product release documentation was reviewed to establish whether a device deficiencycontributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all therequirements of in-process and final inspection. Based on the provideddocumentation and the conducted review no manufacturing related rootcause could be identified. The treating physician rated the occurrenceas non-device- and non-procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.